Manufacturer narrative:
Additional information: two opened and one unopened package knife samples were received by manufacturing inside of blade protector trays. The samples were visually examined per facility procedure. Both of the opened package samples were found to be nonconforming with a damaged tip and cutting edges. During evaluation it was also noticed that opened sample number two was not placed inside of the blade protector tray correctly when it was returned. The sample returned inside of the unopened package was found to be conforming. Penetration testing was then performed on the unopened sample which again was found to be conforming. Penetration and sharpness testing could not be performed on the two opened package samples due to their damaged condition. A review of the related device history records (DHR) for the reported lot number has been performed. The reported lot was reprocessed for anomalies that did contribute to the customer complaint. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates this is the first complaint for the reported issue associated with the reported lot number. The exact root cause could not be determined from the investigation performed. The damage to the returned, opened package samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. As the exact root cause for the damaged, opened package knife samples is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edges and tip exhibited on the returned opened samples, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Event description:
Additional information received confirmed that there was no patient impact in association with this report.

Manufacturer narrative:
Samples and lot number information has been received by manufacturing that has not yet been evaluated. (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that multiple dull knives have been noted during surgery. Procedure details and patient impact information is unknown. Additional information has been requested.